Manufacturer narrative:
Device is a combination product device evaluated by MFR.: a visual examination of the stent found signs of stent damage. Stent struts from the proximal stent region were lifted from their crimped position and pulled distally. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22dec2019. It was reported that crossing difficulties were encountered. A 4.00 x 28 mm synergy ii stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.